Event description:
It was reported that on literature review " comparison between scaphotrapeziotrapezoid arthrodesis and pyrocardan® implant for isolated scaphotrapeziotrapezoid osteoarthritis", after a scaphotrapeziotrapezoid (stt) arthrodesis surgery in which four (4) richard staples were implanted in each patient: two (2) between the scaphoid and trapezium and two (2) between thescaphoid and trapezoid between 2000 and 2018 due to painful advanced isolated scaphotrapeziotrapezoid (stt) osteoarthritis; one (1) patient sustained revision surgery due to non-union. Patients¿ outcome is unknown. No further information is available.

Manufacturer narrative:
Internal reference number: (B)(4). Cholley-roulleau m, dautel g, dap f, hossu g, bellemère p, athlani l. Comparison between scaphotrapeziotrapezoid arthrodesis and pyrocardan® implant for isolated scaphotrapeziotrapezoid osteoarthritis. Orthop traumatol surg res. 2025 sep;111(5):103867. Doi: 10.1016/j.otsr.2024.103867. Epub 2024 mar 12. Pmid: 38484846. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.